Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump alarmed no delivery over a period of four days. The customer's blood glucose was 140 mg/dl at the time of the call. The customer believed that he was receiving insulin but not as much as he was supposed to receive. The customer confirmed that the issue did not result in a serious injury or hospitalization. Nothing further reported.